Event description:
The surgeon implanted a lens. The haptic sheared off as the lens passed through the cartridge into the eye. The incision was enlarged to remove the lens. Pt experienced corneal edema. Pt's pre-op uncorrected visual acuity 20/<4000. Post-op 20/50+. Normal post-op follow up visit to follow.